Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported in a publication that a patient had a revision due to fracture of the stem. No further information was available.